Manufacturer narrative:
The reported device was not returned to olympus for evaluation. Therefore, the exact cause of the reported event could not be confirmed. However, the instruction manual provides warning to mitigate the risk of patient harm and damage to the device. Always keep sheaths parallel to one another when assembling and disassembling. If the inner sheath is inserted or removed at an angle to the outer sheath, the lateral force applied to the inner sheath may crack, loosen, break, or otherwise damage the sheath¿s insulated distal tip. A broken tip, or fragments of a damaged tip, can potentially pass through the outer sheath and into the patient. If drag or resistance is encountered during assembly or disassembly, stop¿align working element and sheath parallel to one another before proceeding. Do not use an instrument that fails to meet the criteria stated in the labeling or that has been damaged. Damage may result in the loss of the entire ceramic tip or fragments of the ceramic tip. If there is evidence of charring, burn spots, chips or cracks in the ceramic tip or surrounding area, do not use.

Event description:
Olympus received medwatch# (B)(4) on october 18, 2018 which states, that during a cystoscopy, bilateral retrograde pyelogram, bilateral uretersoscopy and bladder biopsy procedure the end of the device broke off inside the patient¿s bladder. The surgeon retrieved the device fragment from the patient¿s bladder through the urethra. There was no patient adverse event reported.